Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent which was manifested by stomachache. The cause was not reported. The patient was hospitalized on the same day as the onset and was discharged after four days. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported), heparin (dose, route, frequency and duration were not reported), paracetamol (dose, route, frequency and duration were not reported) and ceftazidime (1 gram, once a night, route and duration were not reported) for cloudy effluent. At the time of this report, the patient has recovered from the event. No additional information is available.